Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on the bd emerald¿ syringe rubbed off onto the user's hands during use. The following information was provided by the initial reporter: "the syringes caused staining on the hand and on the contact areas. Black spots occured on the hands of their teammates who place the injectors in the set, and on the products/places where the injectors come into contact with friction. The stained hand in the image was formed by placing the injectors into the sets in about 1 hour. This situation has been encountered before, but not this often. The escalation of the situation poses a risk for them."

Event description:
It was reported that the scale markings on the bd emerald¿ syringe rubbed off onto the user's hands during use. The following information was provided by the initial reporter: "the syringes caused staining on the hand and on the contact areas. Black spots occured on the hands of their teammates who place the injectors in the set, and on the products/places where the injectors come into contact with friction... The stained hand in the image was formed by placing the injectors into the sets in about 1 hour. This situation has been encountered before, but not this often. The escalation of the situation poses a risk for them."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-feb-2023. Investigation summary: a device history record review was completed for provided material number 303128 and lot number 2283391. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) video, two (2) picture samples, and two (2) physical samples were returned for evaluation by our quality engineer team. The physical samples were tested for the scale permanency by using iso-propyl alcohol and friction on the scale. The test demonstrated some migration of ink but was determined satisfactory as the scale markings were not removed from the syringe barrel. The scale markings were still functional. With the video sample findings, the same result can be obtained if replicated at the investigative plant; however, the small amount of migration does not impact the scale. The picture provided with dark hands shows clear migration; however, it is not clear if this is after testing many syringes or if all of the ink came from one (1) syringe. No impact on the scale marking can be observed in any of the pictures or videos provided by the customer. The process used to print the scale consists of a hot stamping process which embeds printing foil into the barrel. The printed scale is tested to resist normal conditions of use.